Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had high blood glucose levels. The customer's blood glucose was 520 mg/dl at the time of incident and treated with insulin pump. The customer stated they received lost sensor and unexpected restart alarm. Caller declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.